Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was not receiving any insulin. The customer believed the insulin pump was contributing to her high blood glucose levels. Customer's blood glucose level up to 348 mg/dl. Her blood glucose level also dropped to 47 mg/dl. The customer over treated causing her blood glucose level to drop low. The customer used the insulin pump to treat her blood glucose level. She treated her low blood glucose level with two cans of soda and two glucose tablets. The device was not returned.